Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted. It is unknown if it will be returned. Later healthcare professional reported "small amount of anechoic fluid, cyst, pain and swelling".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.